Event description:
While cleaning the probe on the celldyn 3200sl analyzer the fse stuck himself with the probe. The instrument had not been used for approximately 72 hours and the probe had been cleaned multiple times before the accident occurred. As a precaution the physician prescribed anti-retroviral therapy. No details were provided on the therapy.

Manufacturer narrative:
The cd 3200 system operation manual was reviewed and was found to adequately address the issue. Section 7, operational precautions and limitations, and section 8, hazards, provides adequate signal words and symbols to warn operators of potential safety and health hazards. On section 8, page 3, manual states: warning: potential biohazard. The aspiration needle and probe are sharp and potentially contaminated with infectious material. Avoid contact with the tips of the probe and needle. On foreword section, page ii, under "instrument disclaimer", the manual states: all operating instructions must be followed. In no event shall abbott be responsible for failures, errors, or other liabilities resulting from a customer's noncompliance with the procedures and precautions outlined herein. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.